Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer were experiencing high as well low blood glucose and body pains. Customer¿s high blood glucose level was 450 mg/dl at time of incident treated with insulin syringe and low blood glucose level was 40 mg/dl, took so much soda to try and correct it and back to 70 mg/dl started with high and then started go down self-test complete. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high as well low blood glucose event. Customer performed the high pressure test and test result was failed, it said that the basal delivery resumed after running the test twice, they repeated high pressure test and test result was failed. Customer reported that the auto mode was automatically delivering insulin at the time of high as well low blood glucose event. The insulin pump will be returned for analysis.